Manufacturer narrative:
The customer reported a pinhole on the device's channel. Sorc device inspection found no other defects associated with the reported event. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, olympus medical systems corp. (Omsc) assumed that the reported event was caused by followings; use stress. External factor -handling if significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device for repair at olympus service operation repair center (sorc) and found that the coating of the insertion tube was partially peeled off.there was no report of patient injury associated with this event.